Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.

Event description:
A customer from japan reported a test result of 7.1% on the a1cnow. The pt was tested on another system at the inspection center and the reading was 5.1%. The difference between the readings could be clinically significant. No adverse events were alleged. The customer is expected to return the product for eval.